Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 29mm valve was explanted after an implant duration of 1 year and 6 months for unknown reason. A 29mm valve was implanted in replacement. No other information is available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.